Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD implanted: (B)(6) 2020, 694765 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was far field r-wave (ffrw) oversensing which led the implantable cardioverter defibrillator (ICD) to incorrectly detect atrial tachycardia/atrial fibrillation (at/af) episodes and deliver unnecessary anti-tachycardia pacing. Later there were two episodes that did appear to be true atrial fibrillation. It was unknown if the atp caused the af to form due to where the waveform was suspended in the episodes. In addition, intermittent undersensing of p waves during atrial fibrillation was noted in recorded af, supra ventricular tachycardia (svt), and ventricular fibrillation (vf) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.